Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number:03.221.015. Synthes lot number: p114621. Supplier lot number: n/a. Release to warehouse date: 24 feb2012. Expiration date: n/a. Supplier: pioneer surgical technology. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: visual inspection found the tensioners etch to be worn and rusted. Functional test functional inspection failed service and repair evaluation: the customer reported that on an unknown date, the cable lock for pistol grip and cable tensioner would not tension and the nose item wouldn¿t remain locked. The repair technician reported the device required further testing at the vendor. The cause of the issue is unknown. The repair technician reported the device failed the functional test and unable to rework due to welded assembly. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection dimensional inspection was not performed as not relevant to the complaint condition of will not tension. Document/specification review: a review of past complaints has determined that from (B)(6) 2020 to present, this has been the 3rd confirmed occurrence of an internal tensioner exhibiting low tension readings. Based on total depuy synthes units sold from 1/01/2020 to present, the complaint rate for this occurrence is <0.01%. A DHR review was conducted and found that the device met manufacturing specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. This complaint will be logged for trending purposes. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Conclusion: the overall complaint was confirmed as the functional tested failed and the device did not tension correctly. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the cable lock for pistol grip and cable tensioner would not tension, and the nose item wouldn¿t remain locked. Both of the items were set aside, and we had to open another set. There was no surgical delay. Procedure successfully completed. No patient consequences. This complaint involves two (2) devices. This report is for (1) cable tensioner with pistol grip. This report is 1 of 1 (B)(4).